Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized due to an issue with the infusion device. No further information was provided regarding the issue with the infusion device. The patient's blood glucose level was 30 mmol/l on an unknown device. The type of treatment given to the patient was not provided. It is unknown how long the patient was in the hospital. The infusion device will not be returned for evaluation.